Manufacturer narrative:
(B)(4). Internal file number - (B)(4). Evaluation summary: the clip delivery system (cds) was returned and investigated. The reported clip actuation issue was confirmed. Device analysis found that one of the collet tines was cracked at the base. The reported difficult removing the cds from the steerable guide catheter (sgc) was not confirmed as the cds was able to be removed with the clip closed. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation determined the reported clip actuation issue appears to be related to the broken collet tines. The difficult removing the cds from the sgc was attributed to procedural conditions due to the inability to close the clip fully (clip actuation). Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report that the clip could not be closed completely, and resistance noted with the guide during removal. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3. One clip was implanted, reducing the mr to 1-2. The second clip delivery system (cds) was advanced to the left atrium. After positioning, the clip was attempted to be closed so that it could be advanced to the left ventricle, but the clip could only be closed 60 degrees. Troubleshooting was performed, but was unsuccessful. The decision was made to remove the cds with the clip. While retracting the clip, some resistance was noted with the steerable guide catheter (sgc), and it was not possible to bring the clip inside the guide. The cds was removed from the anatomy without issue and no further treatment was attempted. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.